Manufacturer narrative:
It was reported to abbott, a patient¿s lead had migrated. Surgical intervention was taken where the lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The results of the investigation are inconclusive since the product was not returned for analysis and reported information and/or records was not sufficient to determine the cause. The device history record was reviewed; there were no non-conformances or rework associated with this unit sn (B)(6), batch 8332019 of part # 600073011 (lami, penta3mm thoracic,60cm mrc ind abt). Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that x-rays confirmed that the lead had migrated. No accidents, falls, trauma were reported. Reprogramming was attempted to no avail. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.